Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on a laparoscopic sleeve gastrectomy during stapling, there were incomplete staple lines proximally in three devices. The staple line was re-stapled to fix the issue. It was also stated that the device was locked on tissue. The device was removed using the new stapler.